Event description:
It was reported that: incident occurred on (B)(6) 2025: when inserting the catheter, the doctor used the green needle provided in the kit. She had to try several times to go through the skin of the patient. The patient was in considerable pain. At the end of the procedure, it was observed that the needle was not bevelled/sharp. It was straight. This is why it was difficult to penetrate the skin, and the needle was discarded. So, the consequences was significant pain for the patient, traumatic procedure. The patient is fine. The pain at the site of the puncture lasted several hours yesterday.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "utilize one of the following techniques to verify venous access because of the potential for inadvertent arterial placement: central venous waveform: insert fluid primed blunt tip pressure transduction probe into rear of plunger and through valves of arrow raulerson syringe and observe for central venous pressure waveform. Remove transduction probe if using arrow raulerson syringe. Pulsatile flow (if hemodynamic monitoring equipment is not available): use transduction probe to open syringe valving system of arrow raulerson syringe and observe for pulsatile flow. Disconnect syringe from needle and observe for pulsatile flow. The customer report of difficulty inserting the "green needle" into the patient was confirmed based on the customer report. The green needle indicated by the customer is the transduction probe rather than the clear introducer needle. According to the IFU provided with this kit, approved use of the transduction probe is limited to opening the syringe valve system to observe pulsatile flow. Therefore, the probable cause for this event is likely user error related as the customer indicated the "green needle" (transduction probe) was used as a puncture needle. A customer in-service has been requested to instruct the customer on proper use of the device components. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2025: when inserting the catheter, the doctor used the green needle provided in the kit. She had to try several times to go through the skin of the patient. The patient was in considerable pain. At the end of the procedure, it was observed that the needle was not bevelled/sharp. It was straight. This is why it was difficult to penetrate the skin, and the needle was discarded. So, the consequences was significant pain for the patient, traumatic procedure. The patient is fine. The pain at the site of the puncture lasted several hours yesterday.

Manufacturer narrative:
(B)(4)